Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid right coronary artery. After pre-dilatation was performed, a 3.5 x 08 mm xience v was being implanted when a dissection occurred. A 3.5 x 12 mm xience v was use to cover the dissection; however, it caused further dissection. Another xience v was used to fully cover the dissection. Post dilatation was performed. The patient outcome is satisfactory. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.5 x 08 mm xience v is being filed under a separate manufacturing report numbers.